Event description:
It was reported that the patient was referred to an ent for problems swallowing and was diagnosed with vocal cord paralysis. It was reported that the patient now requires a g-tube and the physician attributes the vocal cord paralysis to the programmed vns duty cycle. Further follow-up revealed that the patient was first seen by the physician in (B)(6) 2014. The patient had already received the g-tube and was referred to the ent for difficulty swallowing. Device settings were adjusted at the july appointment. It was reported that the device was programmed off on (B)(6) 2014 after hearing from the ent that device stimulation could have been related to the vocal cord paralysis. It was reported that the patient is developmentally delayed and doesn't speak much; therefore, it is unclear when the issue began.